Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that there were no issues with the device, and the stations were communicated as expected. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all device under critical override, the error messages critical override and disconnected mode were displayed. The user informed that new patients and new orders were not crossing over, and they were unable to pull any medications at that time. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.